Manufacturer narrative:
(B)(4).

Event description:
Procedure type: splenectomy. According to the rptr: the clear plastic rounded tip was not screwed onto the cannula properly and came loose. The device was not used on the pt. A second device was opened and it functioned as expected. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 mins. There was no tissue damage or unanticipated tissue loss. No pt injury was reported.